Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, the valve of the sheath was leaking air. An air bubble was noticed into the tubing of the sheath at the beginning of the procedure. The sheath has been changed and the procedure was completed without patient consequences.